Event description:
It was reported that a flogard infusion pump¿s ac icon would not turn on. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, functional testing, and an alarm log review were performed. During evaluation it was observed that the ac icon would not turn on when the device was connected to an electric current. The cause was a blown main fuse. The main fuse was replaced to resolve the reported condition. The pump passed all testing and was returned to the customer in good working order. Should additional relevant information become available, a supplemental report will be submitted.